Manufacturer narrative:
Section d9: device available for evaluation: yes section d9: returned to manufacturer on: 8/7/2023 section h3: device evaluated by manufacturer: yes device evaluation: visual inspection under magnification revealed that the complaint lens was received cut in half (one half missing) and had a portion of haptic loose. The portion of the lens that was missing housed a drill hole; therefore, the portion of haptic was inspected and the end could be observed to be damaged suggesting that the haptic was damaged and not detached. The lens was cleaned and, no issues that could cause or contribute to the complaint issue could be identified. Based on the return condition of the lens, no further product evaluation could be performed. Conclusion: the complaint issue could not be confirmed to be related to the manufacturing or design process. As per complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that three piece monofocal intraocular lens (iol) was fully inserted and removed due to haptic ripped off while advancing. Additional information received confirmed that the lens was fully inserted. Emerald cartridge was used. The surgery was completed on the same day using another back up same model iol. There was no use error. No injury and no medical/surgical intervention required. No further information is available.

Manufacturer narrative:
Section a4: patient weight: 180 (units not provided). Section a5: ethnicity and race: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.